Manufacturer narrative:
The technician replaced the battery to repair the bed.

Event description:
Information received indicates, during routine maintenance the technician discovered the backup battery will not support bed functions as intended and the battery led was lit indicating a charge.